Event description:
The metal plate on the tip came off of the device while md was using it during surgery. Tip was not retained in the patient. It was located and removed from the surgical field. No patient harm.